Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, the case on the insulin pump was cracked. Customer's blood glucose was 148 mg/dl. The device was not bumped or dropped. Customer also stated the drive support disk on the device appeared to be damage it was sticking out. Customer didn't recall pressing it in while connected. Customer is not sure how the damage occurred. Customer was advised to discontinue use of the device and revert to back up plan.

Manufacturer narrative:
The insulin pump was received with a loose protruded drive support disk. The insulin pump has cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip, minor scratched lcd window and cracked case at the display window corners.